Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (response buttons) has been confirmed. Upon investigation, the response buttons were non-functional. The failure was isolated to contamination on ca board component j1oo5, causing intermittent contact to the rear response button. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.